Event description:
The implant failed due to pt bone condition. The implant was removed after 3 mos. Moderate oral hygiene. Bone grafting material used. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. See scanned pages.